Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the patient had a lead and extension revision in (B)(6) 2013.